Event description:
It was reported that during a laparoscopic gastric bypass with roux en y procedure, the stapler fired across the small bowel of pt. The stapler appeared to cut, but did not staple on one side. There was no reported pt consequence.